Event description:
The customer reported that the transmitter overheated, due to improper battery insertion.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at metro health hospital reported the transmitter (zm-531pa sn:(B)(6) had overheated due to incorrect battery insertion. Service requested/performed exchange investigation result per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device c4c history found no previously reported issues with the device after release to the customer. Qe evaluation of the device at nka was unable to duplicate the overheating upon proper insertion of the battery. The batteries required for the investigation were not returned. Inspection of the negative contacts show dents in the plastic above the spring which per nkc investigation performed under irc-nka300097945 on a similar incident is indicative of incorrect battery insertion. The incorrect insertion of the battery may cause the battery terminal spring to break the coating of the battery, leading to a short circuit. Measures to educate the customer on proper use of the batteries, including the recommended batteries, correct direction and insertion of battery, and on checking battery condition before use are addressed in the zm-520/530 series operator's manual. Customer is also advised to not allow the transmitter to continuously contact the patient's skin directly, as the transmitter heats up by 2 or 3 degrees c during normal operation, which may cause low temperature burn to the patient. Possible gradual deterioration of the transmitter battery compartment should be detected upon performance of the recommended maintenance check every six months, in which the customer is advised to ensure that the battery cover, springs, and terminals in the battery compartment are not damaged or corroded. To highlight the importance of correct battery insertion, technical bulletins mtbex 047 issued (B)(6) 2017, mtbex 052 issued (B)(6) 2017, and mtbex 067 issued 03/2018 were created which reiterate the recommendation of the operator's manual. Mtbex 047 provides step by step instructions on how to properly insert the battery and mtbex 052 and mtbex 067 provides examples of correct and incorrect battery placement. Importance of proper battery insertion is also addressed through the zm telemeters skills lab offered at nk university. Design considerations for the potential hazards of improper battery insertion/short circuit include: (1) spring was designed to not damage battery coating upon forcible battery insertion (2) structure designed to protect battery pole from contact with battery spring when inserted in reversed direction (3) device designed to not cause overcurrent in case of short-circuit damage from fall, etc. The root cause is determined to be transmitter design did not foresee possibility of short circuit from incorrect insertion of the battery. Nkc conducted a test study to monitor temperature of the transmitter upon incorrect insertion of the battery. The results confirmed that the temperature at the exterior is at an acceptable level and has cleared safety standard iec 60601-1. Per hha #19-009, there have been a total of 132 "overheated" related calls life-to-date until 03/07/19. The total number of devices in distribution is 7,997 for the zm-520 series and 17,515 for the zm-530 series. The complaint rate is 0.52%. There have been no injuries or adverse patient events reported in association with the use of this device due to incorrect insertion of a battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. The design change has been applied to the following serial numbers: zm-520pa - serial 3412 or later zm-521pa - serial 5336 or later zm-530pa - serial (B)(6) or later zm-531pa - serial (B)(6) or later additionally, for transmitters with serial numbers prior to the implementation range, the updated part (#6142902693 for zm-520 series, #6142902694 for zm-530 series) is available for rear case repair. Investigation conclusion the root cause is determined to be transmitter design did not foresee possibility of short circuit from incorrect insertion of the battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information device evaluation h3. Device evaluated by manufacturer h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Manufacturer narrative:
The unit was sent in to nihon kohden for evaluation. No harm was reported. Investigation results: the unit was evaluated by qa. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts showed no melting of the resin at the spring. Unit will be exchanged as a precautionary measure.

Event description:
The customer reported that the transmitter overheated, due to improper battery insertion.